Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient who was receiving baclofen and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient's previous pump was "messed up". Patient stated it was only working at (B)(6)% efficiency; he wasn't getting all of the medication, just enough to not have withdrawals. Because of this, they explanted it. Patient stated they had to take him off the drugs before they could put another pump in. The way they took the patient down, that sent him into withdrawal and they had to put him into a coma. Patient didn't have another pump put in until the following year 2017. The pump was taken out roughly (B)(6) 2016 and not put back in until 2017. Patient mentioned something about having bumps on his legs that looked like cellulitis. No further complications were reported. The healthcare professional reported that there was no record of a pump explant in 2016 in the patient's chart. There were no notes in the chart regarding withdrawal, coma and cellulitis and the hcp did not have any information regarding these events. Per the chart notes the patient's medication in the pain pump was increased and he reduced his oral medication in 2017. No symptoms were reported. The patient was last seen in the hcp office (B)(6) 2017. Pentec had now taken over managing the pump. No further complications were reported.